Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping and not loading the cns application. No error message displayed when this occurred. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping and not loading the cns application. No error message displayed when this occurred. Technical support (ts) had the bme try troubleshooting the hdds, but the cns would not boot with either drive. They later called back saying the small lcd screen was showing 42, and the led lights were red. No patient harm was reported. Investigation summary: multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since the device has not been returned for evaluation. Error number 42 for the cns-6801 indicates that hard drive 2 was offline. The issue persisted after hdd troubleshooting. Possible causes may include hardware component failure due to physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. A review of the complaint device's serial number does not show recurrence or other similar complaints. The complaint device is 4 years old. Due to the age of the device, wear-and-tear may be a contributing factor to possible hardware component failure. A review of the customer's complaint history did not show any trend for this issue and device. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt #1: 04/04/2024 emailed customer via microsoft outlook for all items in the ni list above. No reply was received. Attempt #2: 04/05/2024 emailed customer via microsoft outlook for all items in the ni list above. The customer responded, but did not provide the additional device information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative. **UDI related data quality updates**. Corrected information: d1 brand name: corrected the brand name from cns-6801 to pu-681ra.. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was bootlooping and not loading the application. There is no error message at all, the unit just shuts off when trying to load the application and then reloads bios and windows. I had him try hdd troubleshooting and it would not boot with either drive. We also verified the network cable is secured and it does not seem to be anything network related. They called back saying the cns tower the small lcd screen is showing 42, and the led lights are red. Tech support (ts) informed the customer it would have to be sent in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1 (B)(6) 2024 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was bootlooping and not loading the application. There is no error message at all, the unit just shuts off when trying to load the application and then reloads bios and windows. I had him try hdd troubleshooting and it would not boot with either drive. We also verified the network cable is secured and it does not seem to be anything network related. They called back saying the cns tower the small lcd screen is showing 42, and the led lights are red. Tech support (ts) informed the customer it would have to be sent in for repair. No patient harm was reported.